Manufacturer narrative:
The insulin pump was received with no esc button response due to flattened esc button dome switch. No button error alarm noted during testing. Auto off alarm wasn't verified due to no esc button response. The device had cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, he was doing a site change in the morning and the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer was working outside but the device wasn't wet. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.